Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 693565 lead, implanted: (B)(6) 2009; a 419488 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that a right ventricular (rv) lead integrity alert occurred due to high short interval counts (sic) and non-sustained ventricular tachycardia (vt) episodes. The atrium lead exhibited high thresholds along with rising thresholds of the left ventricular (lv) lead. Diagnostic testing/troubleshooting was performed, and the three leads remain in use. Subsequently, the patient underwent cardiac surgery and rehabilitation. No patient complications have been reported as a result of this event.